Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call for motion sensor test failure and critical pump error. The customer¿s blood glucose was unknown. Customer reported about motion sensor test failure on the pump and then afterwards it went blank screen and then showed a red x on pump and an open book. Customer reported that critical pump error image was displayed on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and broken force sensor confirmed in history file due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch.